Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the harmonic ace instrument alarmed that the tip was over stressed. The harmonic ace instrument was reinstalled but suddenly broke when it was reactivated. The instrument blade was broken and a fragment fell inside the patient. The fragment was retrieved during the same procedure with no patient injury. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragments were confirmed to all be retrieved by the surgeon. The fragments were retrieved using a laparoscopic instrument through the assistant port. There were no additional surgical procedures needed to remove the fragment and there were no post-operative tests. The surgeon believed that the cause of the break was the quality of the product. The harmonic ace instrument was used for 50 minutes prior to the issue. The instrument was inspected prior to use with no damage or anything out of the ordinary noted. The fragment fell inside the patient when dissecting. There were no issues with functionality during the surgical procedure, and there was no instrument collision. The instrument was removed during the procedure prior to the breakage with no resistance through the cannula. Upon final removal of the instrument, there was no resistance when removing from the cannula, no damage to the cannula, and no other damage to the instrument. The patient has not returned to the hospital due to any post-surgical complications.

Manufacturer narrative:
Based on the claim against the product by the customer noting the blade broke and was retrieved, an investigation is in progress. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi has received an image of the broken harmonic ace instrument. The image was consistent with the alleged complaint of a broken blade. The probable root cause of a cracked/broken blade is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is reportable malfunction and adverse event due to the following conclusion: it was alleged that the harmonic ace instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. At this time it is unknown what caused the breakage to occur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken curved blade. There was a broken piece measuring approximately 0.60" x 0.10" that was not returned. Blade damage may be detected by the generator with a solid tone or an error. Common causes of the failure mode broken instrument blades are typically attributed to mishandling/misuse. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or hard/metal objects during use while instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure.

Event description:
Refer to h10/h11 for follow-up information.